Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 579 mg/dl and small ketone levels. The cause of the high bg was unknown. The infusion set and cartridge were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.